Event description:
Spacelabs received a report that the monitor loader function of spacelabs smart disclosure system, model 92810, stopped working. As a result, the system failed to collect patient data for 8 hours.

Event description:
Spacelabs received a report that the monitor loader function of spacelabs smart disclosure system, model 92810, stopped working. As a result, the system failed to collect patient data for 8 hours.

Manufacturer narrative:
A patient was being monitored by a telemetry central monitor and passed away. The customer could not retrieve the historical record from spacelabs¿ retrospective smart disclosure system. The primary patient monitor was not affected by this data retention problem. There was no indication or complaint that the patient monitor malfunctioned or failed to alarm. The patient¿s trend data was still present on the telemetry central monitor. Spacelabs is filing this MDR as it is our policy to file when a patient dies while being monitored by a spacelabs product. The customer found that the monitor loader (a software service for transferring data from the monitor into spacelabs¿ smart disclosure database) had stopped. The monitor loader was rebooted and it came back up normally. The customer continued to use the smart disclosure system to collect patients¿ data. An investigation into the monitor loader was performed by spacelabs, but no issues could be identified which would cause a failure. The issue could not be reproduced on the product. The monitor loader was running and smart disclosure was collecting patient data at the time of the investigation. Spacelabs' investigation revealed that prior to the event, a microsoft update was installed by the customer on all hospital servers, which could cause the monitor loader failure. A hospital¿s network configuration and loading issues may also adversely affect monitor loader performance. On the basis of our investigation, we cannot conclusively determine the cause of the monitor loader failure. We continue to monitor product complaints and work closely with the customer to determine the root cause and offer our support as necessary. We note that a network monitor routine was introduced in monitor loader software version (4.02.02) to monitor the performance of the monitor loader and restart the service as needed to reduce long gaps of retrospective patient data going unnoticed. Placeholder.

Manufacturer narrative:
A patient passed away and the customer was unable to retrieve the patient data from their retrospective database ((B)(4)). It was found that the monitor loader stopped collecting data during the event and the customer was unaware of the failure. As a result, patient data was not transferred to the (B)(4). It is spacelab's policy to submit a medical device report whenever we become aware of death of any patient connected to our devices. The customer did not allege that the failure caused or contributed to the patient death. The customer continues to use the device to collect patient data. Spacelab's investigation revealed that, prior to the event, a microsoft update was installed by the customer on all hospital servers, which could cause the monitor loader failure. No other issues were identified. We will continue to investigate the cause of the failure and file a supplemental report when our investigation is concluded.